Event description:
It was reported that the patient experienced charging issues with the implantable pulse generator (ipg) and wanted magnetic resonance imaging (MRI) capability. As a result, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was disposed of by the medical facility.